Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient reported that dialysis solution drained out of the line. Patient stated that during drain 1/4, the patient line was loose causing her to drain some solution out. Patient stated she felt sensation of feeling empty. Upon follow up, nurse stated that the patient had no adverse effects. Sample is not available, sample was discarded.